Manufacturer narrative:
The reported device was returned for evaluation. There was a relationship between the reported rupture and the device. Additionally, it was possible to confirm the reported infection and seroma according to the clinical evidence provided. The initial visual inspection found a device rupture. Microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory, this is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Elongation tests confirmed the shell complied with the international specification standards. A complete review of the DHR for lot 23090374 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. · the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection - risk of a periprosthetic infection may be increased as result of an active infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis have an increased risk of periprosthetic infection. During surgery, protective measures must be taken to avoid possible infection of the area. Infections can compromise the expansion process, therefore, any symptoms that occur, such as tenderness, fluid accumulation, pain or fever, must be reported to the surgeon as soon as possible to be aggressively treated and thus avoid serious complications. Premature tissue expander removal may be required if the infection does not respond to treatment, or in the case of a necrotizing infection. Seroma - seroma is a build-up of fluid around the expander. Having a hematoma and/or seroma following surgery may result in infection and/or capsular contracture later on. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a temporary surgical drain in the wound for proper healing. Device rupture also can occur from surgical draining if there is damage to the implant during the procedure. Rarely, hematomas/seromas may be due to leakage of the injected saline into the potential tissue space between the expander and the overlying skin. If significant, they may require careful aspiration (with risk of balloon puncture) or drainage. Small seromas usually do not compromise the process of expansion. Rupture/deflation - tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. In conclusion, it was determined that a probable cause for the rupture reported was a cut resulting from a sharp instrument used which could have weakened the shell. Establishment labs will continue to monitor for similar complaints/trends.

Manufacturer narrative:
Event description: the company rep reported, left side rupture and infection. Manufacturer narrative: a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted, and analysis of the device will be executed. All available information from the reporter has been provided. No additional information is available at this time. Reason for reoperation: rupture and infection.

Event description:
The patient contacted the principal investigator (ip). Admission to the emergency department after the call on (B)(6) 2024. She had experienced postoperative breast problems with infections and fluid accumulation. At the time of pi contact, the redness of the left breast had increased. This event was described as an infection of the skin of the left breast (cellulitis) and required the subject's hospitalization. On (B)(6) 2024 the patient was intervened to remove the expander and aspirate the seroma. No abcedation was noticed during surgery. Tissue found in the breast after removal of the expander was sent to the lab for culture and is positive for e. Coli. Several perforations in the explanted tissue expander. On (B)(6) 2024 the breast presented less erythema of the skin. On (B)(6) 2024 the participant was discharged satisfactory resolution of the event.